Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll plunger movement was difficult (alarm). The following information was provided by the initial reporter: I have a further syringes that we are having issues within the infusion day unit (B)(6) hospital today the (B)(6) 2026? Syringes details are below: · lot number: 2507002. · expirydate: 2030-06-30. · date of manufacture: 2025-17-01. · reference number: (B)(4). Fault: syringe will not commence infusion; causing occlusion alarms and after multiple restart eventually starts infusing. Possible cause: excessive stiction in the syringe? Could you please collect and investigate? (B)(6) 2026 09:16 am (gmt-6:00) added by (B)(6) (pid-(B)(4)): phone call with customer. Verified that the word document attached is for related complaint (B)(4) and not this complaints. He did mention for this complaint that they were using a new medication through the PICC line, had to re-start multiple times. After re-starting multiple times, it did work and they were able to complete the infusion.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation:one sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved smoothly along the barrel without issue. A device history review was performed for reported lot 2507002, no deviations or non-conformances occurred during manufacturing that could have contributed to the reported concern. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. Testing was also performed on the returned sample and results confirmed that the device met all required specifications, and no issues related to the reported concern were identified.based on the evaluation of the returned sample analysis and device history review, we did not identify an issue with the product and lot reported therefore a root cause related to our product or process cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.